Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised the leak is where the luer lock connects to the adapter. No adverse event alleged. Device not available for return.